Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd totalys slideprep cross contamination was observed by the laboratory personnel. The customer stated there was no patient impact.

Manufacturer narrative:
H6: investigation summary : complaint reports contamination issue on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges cells were transferred from one position to another. No results were reported out and the slide was re-run. The contamination was caused by thick sample which clogged the bundle causing the sample to touch other patient slides. The bundle was cleaned and debris removed. Post intervention, instrument was left operating normally. Root cause is not determined and this complaint is not confirmed. Review of device history record for (B)(6) is not needed due to the age of the instrument. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination/foreign matter."

Event description:
It was reported that while using bd totalys slideprep cross contamination was observed by the laboratory personnel. The customer stated there was no patient impact.